Event description:
A user facility reported they had a treatment where the patient was burned on the neck. More information is being sought after.

Manufacturer narrative:
The product has been requested and the investigation is underway.

Manufacturer narrative:
Correction to b3: changed from 21oct2021 to 19oct2021. Evaluation: the product has been discarded. The customer has not responded to multiple follow up attempts for information. The complaint can not be confirmed. According to thermage cpt system technical user¿s manual (p009240-06 rev. A) burns are a known possible patient reaction to the thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. A review of the manufacturing records showed all requirements were met. Due to the lack of information, no causal factors can be determined and no conclusions can be drawn. This complaint type is identified within the risk analysis and is performing within the anticipated rate. No corrective action is required. Trending will be performed to monitor this issue.